Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin blank display. The customer¿s blood glucose level unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected blank display. (B)(4).